Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer intermittently failed. A field service engineer (fse) arrived onsite and identified that auxiliary drawer 6, row e was not present on the system bus. The fse investigated the issue and found the 28 pin flat cable was discolored, replaced the flat cable, resecured all drawer cable connections, and tested the drawer to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height drawer failed. There were no adverse events or injuries reported based on this event.